Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had white foreign material in the air/water channel and the distal end cover was burned. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope or burned distal end was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.